Event description:
It was reported the patient lost therapy due to not charging the ipg since the charger was not working and did not charge for more than four months. As such, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.